Event description:
It was reported that during an abdominal aortic aneurysm repair, a balloon burst occurred. The lesion being treated was located in the aorta. On the first inflation the balloon burst in the sheath. To what atmospheres is unk. The procedure was completed with another device. The pt's status is good with no complications reported.